Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, poor lead placement of the right ventricular lead causing poor shocking vectors was observed. The lead was capped and a new system was re-implanted on the right side for an improved shocking vector without complication. The patient was asymptomatic before and after the procedure.